Event description:
The surgeon revised a previous hemi which was implanted 4 yrs ago. The stem had loosened, but the glenoid components were fine. A new stem, shell and insert were placed as well as a new retaining screw.